Manufacturer narrative:
Siemens filed an initial MDR 2247117-2019-00055 on 11-jun-2019, supplemental MDR 2247117-2019-00055 report 1 on 13-jun-2019, and supplemental MDR 2247117-2019-00055 report 2 on 16-jul-2019. Additional information (08-aug-2019): siemens has been informed that the patient has an oncology history.

Manufacturer narrative:
Siemens filed an initial MDR 2247117-2019-00055 on 11-jun-2019 and supplemental MDR 2247117-2019-00055 report 1 on 13-jun-2019. Additional information (02-jul-2019): based on the information provided, the issue was resolved during normal troubleshooting, decontamination of the instrument, cleaning the water bottle and replacing the substrate. There has been no further reports of discordant anti-thyroglobulin (tg) antibodies post the customer service engineer (cse) visit. The cause of the discordant result is unknown. The instrument is performing within specification. No further evaluation of the device is required. Section h6 result code and conclusion code were updated to reflect the additional information.

Manufacturer narrative:
Siemens filed an initial MDR on 06/11/2019 for a discordant falsely low anti-thyroglobulin (tg) antibodies was obtained on a patient's pre-operative sample. (B)(6) 2019): date of event (B)(6) 2019) was stated incorrectly, and the date of event was on (B)(6) 2019. The assay name anti-thyroid peroxidase (tpo) antibodies was stated incorrectly. The name of the assay is anti-thyroglobulin (tg) antibodies. Other assays tested anti-thyroglobulin (tg) antibodies was stated incorrectly. The other assay tested was thyroglobulin (tg). The quality control (qc) assay anti-thyroglobulin (tg) antibodies and anti-thyroid peroxidase (tpo) antibodies were stated incorrectly. The qc assays run by the siemens customer service engineer per the customer's nomenclature were growth hormone (gh), thyroglobulin (tg), and thyroid (thy). Additional information (06/13/2019): the same patient's pre-operative and post-operative samples were repeated for anti-thyroglobulin antibody (atg) on may 24, 2019. Date of testing: may 24, 2019. Sid: repeat results: (B)(6) >3000 (pre-operative sample), (B)(6) >3000 (post-operative sample).

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). A siemens customer service engineer (cse) was dispatched to the customer site. The cse performed a system hardware check. The cse checked the reagent and sample probe dispense angle and alignment, checked for probe tip droplet during a dual resolution diluter (drd) prime routine, replaced the substrate, cleaned the water bottle, performed a system decontamination with 0.1m sodium hydroxide, ran a "watertestpm" program and quality control (qc) for growth hormone (hgh), anti-thyroglobulin (tg) antibodies and anti-thyroid peroxidase (tpo) antibodies that were acceptable. The customer performed repeat testing on all samples from (B)(6) 2019 and did not observed any similar issues. Siemens is investigating.

Event description:
A discordant, falsely low anti-thyroid peroxidase (tpo) antibodies was obtained on a patient's pre-operative sample run on an immulite 2000 xpi instrument and reported to the physician(s). A post-operative sample was taken from the patient and the result was higher. The customer performed repeat testing on both patient samples, resulting higher. A higher anti-thyroid peroxidase (tpo) antibodies result was reported to the physician(s) as the correct result. There are no reports that patient treatment was altered or prescribed or adverse health consequences due to the discordant immulite 2000 xpi anti-thyroid peroxidase (tpo) antibodies result.